Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As reported by the user facility, it has been confirmed that the batch number is unknown and no samples are available for further evaluation. A photograph of anunused set was provided for evaluation. Visual examination of the photo noted an arrow pointing to the spinlock connector as the location of the leak. However, no further information could be obtained from the photo. Without the actual device and/or lot number, a thorough investigation could not be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although it was confirmed that the device involved is not available for evaluation, a photo was provided and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: the infusion had not been started yet. The tubing was connected to primary and the pump was on hold. The nurse unclamped the piggyback so it would be ready to go, and the pump was not started. At this point the nurse noticed a couple of drips of medication, then it started pouring out and the tubing came apart. Approximately 100 mls of chemotherapy was spilled, and there was chemo exposure to skin.